Event description:
The customer reported an unconfirmed false positive result with the ID now covid-19 assay performed on (B)(6) 2022 using a nasopharyngeal swab that generated a positive result. The customer performed an alternate testing using a seimens antigen test on (B)(6) 2022 that generated a negative result. Pcr confirmation testing was performed on the same day at a health care providers on an unknown sample, that generated a negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This report is being submitted to provide the initial report and investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m207627 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m207627 and test base part number 190-430 / lot m207627. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m207627 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided. However, a possible assignable root cause is patient sample interference. PMA/510k: similar product to 190-000.